Event description:
It was reported during remote follow up that the right ventricular lead exhibited loss of capture. Programming changes were successfully completed. The patient was stable and asymptomatic.